Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The dealer alleges the joystick on/off switch will not allow the chair to be turned off.